Manufacturer narrative:
Patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed low voltages on the black lead when connected to the mobile power unit (mpu). The patient was to try a different mpu to troubleshoot this issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of below-average voltage values regarding the mpu was confirmed via the provided log files. The data collectively spanned approximately 26 days (B)(6) 2022 ¿ (B)(6) 2022 per timestamp and (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Between the dates (B)(6) 2022 ¿ (B)(6) 2022, the patient¿s voltage values were observed to be below average while the mpu was in use. However, atypical alarms did not occur as a result of these lower values. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the mpu, and to obtain replacements if needed. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.